Manufacturer narrative:
Device evaluation: one smiths medical cadd-legacy plus pump was returned for analysis in used condition. Visual inspection showed the pump's lcd lens was cracked. Review of the event history log showed the pump displayed no evidence of service error code 0 but showed multiple high pressure and key stuck alarm messages. The investigation found that the pump displayed "service due" alarm on power up and was missing the battery door. The internal real time clock lithium battery and battery door were replaced. Based on evidence and investigation, the complaint allegation was confirmed, but the problem source could not be identified.

Event description:
Information was received indicating that a smiths medical cadd legacy plus pump had a service code 0 and was missing the door. No additional information was provided.